Event description:
It was reported while using bd insyte autoguard bc pro 20g the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: needle does not retract on first press. This does not occur with other batches.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-nov-2022. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received ten representative samples and one unsealed 20ga x 1.00in. Insyte autoguard bc pro from lot number 2101816. No defects were observed on the returned samples. A functional test revealed nothing remarkable with the needle retraction mechanism. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported while using bd insyte autoguard bc pro 20g the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: needle does not retract on first press. This does not occur with other batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.